Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that there was inappropriate pacing due to the dislodgement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. A possible helix issue was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.